Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose at the time of incident was 559 mg/dl and the current blood glucose level was 586 mg/dl. The customer stated that heart beat was faster. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The troubleshooting was performed for the high blood glucose. Based on customer¿s report customer does not allege insulin pump was under delivery. The customer was treated with the manual injection and the insulin pump. The auto mode feature was not active. The device will not be returned for analysis.